Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E. 1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie a3 in drawer 6.1 was having difficulty opening. A field service engineer found that the cubie could be opened in diagnostics if the lid was pried up manually. However, no one on site had the necessary permissions in the application to unload and replace the cubie. It was confirmed that the cubie was replaced the following day by an authorized pharmacist. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section b date of event. A supplemental MDR was submitted to reflect the correct date of event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.